Event description:
The attorney's reported that the patient had coronary artery graft surgery performed in february 1994, and the patient subsequently developed an infection. No other information is available.